Event description:
The account alleged that the bed is flashing service code 8 and the bed has no functions working.

Manufacturer narrative:
The account found there was no power coming to the power supply due to a cut coiled cable. The account replaced the coiled cable to repair the bed.